Manufacturer narrative:
H.10: from device service history review, this item had never been replaced before. The heating element as spare part is composed by a metal spiral and two electric cables that are connected to the system electronics modules of the device. Since no evidence of short circuit could be found on the heater, it cannot be ruled out that the root cause of the reported event was a defective or false contact of one or both cables with electronics module of the device leading to an increase of the leakage current resulting in lim (line isolation monitor) alarm at the customer site.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to the heating element on the cardioplegia tank. The heater was replaced and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the power in the operating room during procedure. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
UDI information has been added to the dedicated d.4 section. H.10: the affected heating element was returned to livanova arvada facility. No evidence of short circuit could be found. However, the issue was solved by replacement of this component and the root cause of the event is reasonably assigned to defective heating element. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.